Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a new system implant. When tested in place, the new atrial lead exhibited consistently low impedance. As a result, the lead was not used and was replaced. It was also noted that while removing the lead the middle section of the lead got damaged. The patient was stable before, during and after the procedure.